Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During the revision procedure it was not possible to reinsert the implantable pulse generator (ipg) setscrew once removed to replace the lead. The lead was revised and remains in use and ipg was explanted and replaced. No patient complications have been reported as a result of this event.